Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of leakage at catheter hub was confirmed upon inspection of the sample. Analysis of the sample showed damage on the adapter outer luer near the adapter lug. The assembly process was reviewed. It was suspected that this defect was caused at the tipper. The probable cause was a minor height offset between the picker and the gripper, which caused the gripper to slightly crush the outer luer thread when the part was seated at an incorrect height. Based on the complaint history review, this is the first complaint reported for leakage for this lot. This is most likely an isolated case. As current control there is an in-process visual inspection in place to check for catheter adapter damage. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
I assume that the hub tip was not regular shape or, maybe I think that it is heparin cap issue. So I will send the sample both (catheter hub & heparin cap) which I received my customer.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in leaked at the catheter hub and end cap deformed I assume that the hub tip was not regular shape or, maybe I think that it is heparin cap issue. So I will send the sample both(catheter hub & heparin cap) which I received my customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.